Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b ipg, implanted: (B)(6) 2009; fr995-29 tissue valve implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a single high impedance measurement. The physician questioned why it had the single high measurement. The physician decided not to change out the lead and left it in use. No patient complications have been reported as a result of this event.